Event description:
The customer reported the ventilator was plugged into an ac outlet, when the ventilator started alarming due to the backup battery being in use. After approximately 15 minutes of use on the backup battery, the battery depleted and the unit shut down. The ventilator was in use on a patient. The customer reported there was no patient harm. Upon evaluation of the ventilator, the respironics service technician reported the mains circuit breaker and humidifier circuit breaker were both in the off position. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator. If alternate battery power is not available, the ventilator will shut down and alarm. The service technician could not determine how both circuit breakers were found in the off position. The service technician reset both breakers to the on position to correct the finding. The service technician completed extended self testing (est) and performance verification testing, with all tests passing to operating specifications.

Manufacturer narrative:
Circuit breakers in off position.